Manufacturer narrative:
Bec identifier for this report is (B)(4).

Event description:
The customer reported that the closed-tube aliquoter (cta) of their synchron lxi 725 system had a leak from the sample syringe. The customer was wearing personal protective equipment consisting of gloves, eyewear and a lab coat at the time of the event and no injury or exposure was reported. The customer stated that no erroneous results were generated and there was no change to patient treatment as a result of the event. The sample syringe was replaced by the customer but doing so did not resolve the issue. Beckman coulter field service engineer (fse) was dispatched and found that wash buffer was leaking from the sample syringe valve. Fse replaced the defective sample syringe valve and repair was verified per established procedures.